Manufacturer narrative:
Investigation into this event showed that repeat testing of the sample resulted in proper reading of the barcode by the scanner. The root cause of the event was not determined.

Event description:
A customer observed that the ortho provue analyzer misread the bar code on a sample. A misread barcode could lead to sample misidentification, causing erroneous test results to be reported. There was no report of harm as a result of this event.